Manufacturer narrative:
Patient age at time of event: (b)6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2017-10538. It was reported post procedure the patient had st elevations. A 1.50mm rotalink¿ plus, rotawire and wireclip torquer were used during a treatment procedure within the circumflex. Per the staff in the case, the patients vitals remained unchanged and seemed ok after the procedure. Procedure was completed around 7pm and by 8pm, the patient was sent to the floor. By 10pm patient had st elevations, and a balloon pump was placed. No further patient complications were reported.